Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that an installed heartstart mrx battery generated a "replace battery" when running opcheck. The battery led indicator showed 1 green light even after the battery was left charging in the device overnight connected to ac. There was no reported pt involvement.